Event description:
It was reported that during a bph surgical procedure "error messages 652, 302.11 and 202.11" were noted. The procedure was canceled. No harm to the patient reported.

Manufacturer narrative:
The device was evaluated and repaired in the field on march 08, 2018. The water level was found to be low. The water was refilled and preventive maintenance was performed. The system was calibrated, electronic self test was performed and the system was tested and verified to function according to manufacturer's specifications.